Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this defibrillation lead did intermittently exhibit greater than 125 ohms shock impedance. This device and lead had only been implanted for a little over two months at the time of this initial report. There were no adverse patient effects associated with this clinical observation. There had been no noise on the shock channel. A non-invasive programmed stimulation (nips) was recommended but has not been pursued to date.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative confirmed that there were consistent singe and dual coil shock lead impedance measurements greater than 125 ohms. Pocket manipulation was able to produce some noise on the shock lead, which could be the result of myopotentials oversensing. The sales representative said the patient was going for a revision, but was not sure if it would be to revise the lead, checks setscrews, and/or replace the device. To date, these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated..